Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated initially in the call that "it quit working". Pt clarified the ins battery stopped working about 4-5 weeks ago. Pt stated they had been in pain without therapy. Pt stated they contacted their hcp office and they told pt to contact the local field rep. The manufacturer's patient services specialist (pss) sent a message to the rep regarding pt call. Additional information was received from the health care provider. They reported that the cause was due to end of battery life and a replacement is scheduled for (B)(6) 2023.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins), model 97714, s/n (B)(6), revealed the ins was functioning within specifications but has reduced capacity due to 1 overdischarge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.